Manufacturer narrative:
Section d9: device available for evaluation? Yes. Returned to manufacturer on 1/25/2021. Section h3: device returned to manufacturer? Yes. Device evaluation: visual inspection under magnification revealed, viscoelastic residue on the optic body and haptics. And that the lens was received multiple cuts (not all lens pieces received). Which is consistent with a lens, that was handled during removal and replacement. Haptic damage (bent) was observed as well. The other half of the lens was not received, for evaluation of the second haptic. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue was confirmed. However, this can be attributed to handling. And cannot be confirmed to be related to manufacturing. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed, 2 complaints for this production order number. The complaint issues were unable to be confirmed as a malfunction or product quality deficiency. Therefore, no escalations are required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens was fully inserted and removed because the haptic was broken. Event was observed after insertion of lens into the eye. Another lens with the same model and diopter was implanted. There was no patient injury, and no surgical or medical interventions were required. Patient was doing good post-op. No further information provided.